Event description:
The patient reported experiencing multiple skin irritations at the pod site which included redness, little bumps, that can lead to scar tissue. In a routine appointment with their healthcare provider (hcp), the patient mentioned their skin irritation. The patient provided pictures to show the hcp and explained this occurred with several pods. The hcp prescribed flixotide spray, 120 doses, 1 dose with instructions to apply before applying each pod, after cleaning the skin with an alcohol wipe, let it dry, spray once and let it dry again. The patient had no further details related to this event. The patient no longer has the pod as this event occurred sometime last year; an exact date could not be provided. At the time of the event, a new pod had been applied.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.